Event description:
Upon removal of central venous guidewire, resistance was met. When the guidewire was removed, it appeared to have unraveled. A retained foreign body was suspected and confirmed by radiology. A percutaneous retrieval of an intravascular foreign body from the right common femoral vein was performed by interventional radiology.